Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Date implanted - ni. Initial reporter: the authors of this article include: m.h. Hjorth, n. Egund, I. Mechlenburg, j. Gelineck, s.s. Jakobsen, k. Soballe, m. Stilling, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be needed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2017-00017 & 00021).

Event description:
It was reported in a journal article that a patient underwent an MRI scan that revealed a left hip pseudotumor approximately 5-7 years post-implantation. No further information has been provided and patient outcome is unknown.